Manufacturer narrative:
(B)(4) evaluation statement: the reported event of a pcu not connected to server and unable program an order could not be confirmed. No product or event logs have been returned for this investigation. File was opened to document an event that the customer reported. No further investigation of this event is possible at this time. A DHR (device history record) review cannot be completed as the serial number was not obtained upon receipt of the complaint. Additionally, a historical review of complaints in trackwise cannot be conducted.

Event description:
It was reported that when the nurses went into the patient room to administer potassium, the user received an error and could not be programmed. Additional nurse called to troubleshoot. The patient had a saline infusing that according to the idv in epic showed it stopped communicating around 0356. The network status on the pump indicated that the device was connected to wifi but when I went to the server status it said ¿disconnected.¿ at no time was the patient in any harm. The nurse was instructed to manually program the pump for the infusion. ¿once the medication was completed the user was able to turn the pump off and back on and when checked the server status again it did connect without further issue.